Manufacturer narrative:
(B)(4). D10. Biolox delta taper lnr kk/40 item# 00877501240 lot# 2596636. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 extended offset item #00771101220 lot# 61459767. Bone screw self-tapping 6.5 mm dia. 20 mm length item# 00625006520 lot# 61579442. Bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525 lot# 61458826. Bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525 lot# 61687168. G2. Report source: italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a clinical study that a patient had an initial hip replacement. Subsequently, approximately 8 years post implantation, patient suffered a dislocation. Treatment was done with closed reduction and event was resolved on the same day. After 10 years follow up visit, patient does not show any issues. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
Upon receipt of additional information it was determined that this product and event have previously been reported under 0009613350-2024-00507. This report should be voided.

Event description:
Upon receipt of additional information it was determined that this product and event have previously been reported under 0009613350-2024-00507. This report should be voided.